Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient information is not available for reporting. Date of event: unknown date. (B)(4) lot unknown. Unknown date, approximately two years ago. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported revision surgery was performed on (B)(6) 2016 to remove a broken titanium (ti) matrix mandible plate. Patient was implanted 2 years ago (date unknown). The plate broke post-operatively. The patient complained of pain and clicking noise in the area where the plate was broken. No surgical delay or patient harm during revision surgery. Device not available for return. Concomitant devices report: 2.4mm locking screws (part # unknown, lot # unknown, quantity unknown). This is report number 1 of 1 for (B)(4).